Event description:
It was reported that cadd solis vip pump alarms cassette not attached, during testing. No patient injury reported.

Manufacturer narrative:
Additional information received by smiths medical/ICU on 11-may-2022 via email and attached to complaint object: no patient involvement.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H3: device evaluated by manufacturer: updated. H10: device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The customers reported problem was not related to any previous repair. Visual inspection found a missing tamper seal. There was evidence of the reported problem (error) recorded in event history log. The reported problem was duplicated. When a cassette was attached and the pump started, there was an alarm for cassette not attached properly. An inoperable downstream occlusion sensor was the cause of the reported problem, which was replaced as corrective action. The root cause of reported problem was unknown. A manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture or last repair of the device. No manufacturing or service issues were identified as causes of the customers reported problem during the review of service and repair records. Therefore, no manufacturing or service records review is needed. An internal CAPA has been opened and this issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional corrective actions will be taken.